Manufacturer narrative:
The field service engineer (fse) was dispatched onsite. The fse confirmed the unit is displaying an error code 1007-machine and proximal pressure sensors failed when the unit was turned on. The data acquisition printed circuit board assembly (da pcba) is malfunctioning and not communicating with the flow sensor, and it needs to be replaced. During the evaluation, it was also observed the touchscreen does not accept calibration, and the touchscreen needs to be replaced. The fse replaced data acquisition pcba and touchscreen. The system fully meets specifications and returned to use the removed da pcba was returned to the failure investigation (fi) laboratory. A visual inspection of the da pcba revealed no evidence of damage or contamination. The fi technician installed the da pcba into a fi ventilator to duplicate the reported issue. The da pcba was tested, and no failures were identified. The 1007-machine and proximal pressure sensors failed error code could not be duplicated.

Manufacturer narrative:
Date of report: 15jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a machine and proximal pressure sensors failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.